Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-8770-01 driver shafts tip broke off. This occurred during an ankle fusion procedure on (B)(6) 2022 when there was a bit of a struggle inserting the screw, and x-ray was taken where it showed the screw countersunk. They went to reverse the screw, and the driver tip broke off. There was no patient effect reported. No additional information provided. Additional information requested.

Event description:
Additional information was provided on 12/15/2022 where it was reported that the broken fragments were not retrieved. The screw was buried but was not in the joint. The screw would not cause an issue with the patient so the surgeon closed as normal.

Manufacturer narrative:
This report is being submitted to provide additional information in b5, h3, h6, and h10, and updated information in g1 and g3. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the report event is not confirmed. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause is attributed to over-torqueing/over-engaging the driver within the screw head.